Manufacturer narrative:
Additional information for the model and serial number of this lead is being requested of a local representative. This report will be updated once additional information is obtained.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead was checked in clinic and scheduled for lead replacement. Currently, this lead remains in service. No adverse patient effects were reported.